Event description:
The company was notified that the pt reportedly developed an infection one month post the implant surgery. The pt's wound was swelling and the implant was exposed. The pt was reportedly treated with antibiotics (type unk) and was hospitalized for 2 months. Advanced bionics is currently in the process of gathering add'l info. When more info becomes available a follow up report will be sent.